Event description:
It was reported by the getinge field service engineer that during pm the cardiosave intra-aortic balloon pump(iabp) unit was found to have a damaged fiber-optic connector. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found during pm, unit had a damaged fiber-optic connector. No relevant faults found in fault logs or electrical test fault logs. No relevant alarms found in alarm logs. Fiber-optic connector replaced. Issue resolved. Fiber-optics tested and perform to manufacturer expectations. Unit passed all tests and calibrations to manufacturer's standard. The failure analysis and testing dept. Received this part with a reported unit failure of a cracked fiber optic connector found during pm. The failure analysis and testing dept. Performed visual inspection of the part received part_e fiber optic sensor extension cable assy serial number: 16 14_ram and observed that the blue receptacle housing of the fiber optic connector is broken. Due to the extent of the damage, further investigation by the failure analysis and testing department is not possible. The failure analysis and testing department was able to verify the failure as described by the customer. Retaining the part in the fat dept. Per procedure.